Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose. The customer's blood glucose level was unknown. No further details provided.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received regarding the hospitalization. It was stated that the customer was in a "test drive" period, which began on (B)(6) 2016. It was stated that the customer's mother accidentally gave the customer unwanted insulin during an infusion set change, as the customer was connected to the infusion set during the manual prime. The customer's doctor was called, and he instructed the customer to go to the emergency room. The customer was taken to the ER, and was treated with glucose and carbohydrates.